Event description:
It was reported that (1) lcsb5 was used during an endoscopic vein harvesting procedure. It was reported by the rep that the lcsb5 worked for about forty minutes and then ceased. The handpiece were changed and still did not work. A new blade was opened and worked properly. There was no consequence to pt.